Event description:
A transcatheter aortic valve replacement (tavr) using the edwards certitude delivery system (ref 9600sds26), (lot 61789286). During peak inflation, however, the balloon ruptured unexpectedly. The balloon catheter was then retracted from the aortic valve plane and back into the 18- french sheath. Unfortunately, we were unable to withdraw the balloon catheter through the sheath. The entire system would have to be removed including the sheath and the ruptured balloon delivery system. This resulted in increased perioperative bleeding.